Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface device and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and keyboard. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).